Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6) and batch: 18514163.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation. The patient underwent a revision procedure wherein their system was explanted and replaced. The devices were retained by the medical facility and will not be returned for analysis. The patient is satisfied post operatively. It is unknown whether electrocautery was used.